Event description:
Reported at 10:43, device = 72 mg/dl. Customer took one glucose tablet. At 11:16, device = 316 mg/dl and 12:42, device = 481 mg/dl. Customer went to the hospital. At 1:20, hospital device test 76 or 78 mg/dl. No treatment was given and customer was released from hospital after the device test. A request was made for return product and replacement product was sent.